Manufacturer narrative:
The medical center in japan did not retain the impella pump for any benchtop analysis. Additionally, the team did not forward any imaging for analysis. No root cause can be determined, though the medical team in japan did allege the underlying patient condition of friable infarcted tissue could have contributed to the perforation. The failure mode will be monitored and trended.

Event description:
The medical center in japan had an impella cp support initiated for a patient admitted suffering from an acute myocardial infarction (ami). The team observed a left ventricle (lv) perforation attributed to perhaps the cp pump's pigtail puncturing the already injured lv heart tissue that was weakened by the ami. The team patched the perforation and the patient has survived.